Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -10.0/1.5/068 (sphere/cylinder/axis) lens was implanted and tore/broke during injection/delivery into the eye on (B)(6)2023. On (B)(6)2024, the lens was exchanged for a replacement lens. It was reported that the surgeon found a slight crack in the lens loop during the patient's three-month follow up, which was suspected to be caused by the surgical bolus, and was replaced in consideration of the patient's long-term saftey.the cause of the event is unknown. The problem was resolved.